Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated field: d8, d9, h3, h4, h6, h11 additional information: b3, b5, e1 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction were identified during the device evaluation: corrosion of electrical contacts, loosening of coupler suppression, cable damage and watertightness failure. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cable damage. Cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that for a therapeutic procedure the camera head had poor image quality. The issue was found during preparation for use and the procedure was completed with a similar device. There were no reports of patient harm.